Manufacturer narrative:
On 9-may-2025, additional information was received indicating neurological symptoms are unclear. A cerebral infarction was discovered on imaging examination one week after the surgery. CT scan was performed before the procedure. No particular issues were found. This was a new procedure, and no pre-ablation thrombus check was performed. The act before and during ablation was over 350seconds. The patient was in sinus rhythm, and atrial tachycardia was induced after the ablation. One transseptal puncture site was performed during the procedure. There was no evidence of char or blood thrombus/clot during the procedure. No observations such as intracardiac excessive microbubbles observed via ultrasound, excessive impedance errors noted during the case. The patient did not have any anatomical abnormalities. On 14-may-2025, it was noticed the following information was inadvertently omitted from the 3500a supplemental (follow-up) medwatch # 2: one catheter and one sheath were used during the procedure. MRI images indicated the legions where they might be the cause as well as several other findings. The patient has been discharged from the hospital. No extended hospitalization required. Ablation were performed outside of the pvi. As such, the h6. Health effect - impact code has been updated from hospitalization or prolonged hospitalization (f08) to recognised device or procedural complication (f15). Additionally, it was noticed the and incorrect statement was reported in section h11 additional manufacturer narrative. It was reported, ¿on (B)(6) 2025, the patient was treated for paroxysmal atrial fibrillation (paf).¿ what should have been reported is, ¿¿on 8-apr-2025, additional information was received indicating the patient was treated for paroxysmal atrial fibrillation (paf).¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31531891l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation and atrial tachycardia ablation procedure with a thermocool smarttouch sf and a varipulse catheter and the patient experienced cerebral infarction requiring re-hospitalization. The patient had been discharged from the hospital after the ablation procedure. However, one week later, the patient was developed cerebral infarction and subsequently the patient was hospitalized and discharged the next day. Patient has fully recovered. The physician commented that the causal relationship between the event and the product was unknown. No abnormalities were observed prior to or during use of the biosense webster products. Location of the ablation with the varipulse catheter was the pulmonary vein (pv), left atrium (la) posterior. Since the pulmonary vein isolation (pvi) line was close to right and left pulmonary veins (pv), left atrial posterior isolation was conducted with the varipulse catheter. Location of the ablation with thermocool smarttouch sf catheter was cavotricuspid isthmus (cti), la roof and bottom.

Manufacturer narrative:
Correction: on 3-apr-2025, it was noticed field action information was inadvertently omitted from the 3500a initial medwatch in fields h7. Remedial action initiated type and h9. FDA correction/ removal reporting no. The fields have now been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On (B)(6) 2025, the patient was treated for paroxysmal atrial fibrillation (paf). The number of radiofrequency (rf) ablations was 28 times (cavotricuspid ishmus (cti): 16 times, posterior wall of the left atrium: 12 times). The number of pfa ablations was total 38 times (pulmonary vein (pv): 34 times, posterior wall of the left atrium: 4 times). Number of total applications was 114 times. Magnetic resonance imaging (MRI) findings were reported as there were the regions where they might be the cause as well as several other locations. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 9-sep-2025, additional product investigations details were provided indicating that it was confirmed that a total of 38 pulse field (pf) ablations were performed for the procedure. An increased number of ablations (energy applications) delivered during the procedure may be linked to the higher-than-anticipated incidence of peri-procedural stroke or tia. In 90% of the cases of stroke or transient ischemic attack (tia) reported to bwi world-wide, patients received a number of ablations greater than the median number of ablations delivered in the inspire study (16 ablations) and 60% received a number of ablations greater than the median number of ablations delivered in the admire study (23 ablation). Moreover, patients received more than 28 ablations in 50% of the cases of stroke or tia. It was also confirmed that ablation was performed outside pulmonary veins (34 pf ablations for pulmonary veins and 4 pf ablations for posterior wall of the left atrium). The use of the varipulse¿ ablation catheter for ablations beyond pulmonary vein isolation may be linked to the higher-than-anticipated incidence of peri-procedural stroke or tia . In 70% of the cases of stroke or tia reported to bwi world-wide, patients received ablations outside the pulmonary veins. The safety and effective use of this device outside of the pulmonary veins for the treatment of atrial fibrillation has not been clinically established and may increase the risk of patient injury. Internal action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use (IFU) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).